Manufacturer narrative:
The pod was received with the needle mechanism fully deployed. Inspection of the download data found the pod operated and delivered insulin as intended during operation. The investigation found no damage or deficiencies that would affect the delivery of insulin.

Event description:
It was reported that the patient's blood glucose (bg) level rose to 486 mg/dl between 36 and 48 hours of wearing the pod. The patient began vomiting for approximately two hours. Due to the high bg, the omnipod was replaced, and the dexcom g6 sensor was replaced, which had a two-hour warm-up period before displaying bg readings. A fingerstick test showed the bg level at 482 mg/dl. On (B)(6) 2025, an ambulance was called at 3:30pm and they arrived at the emergency room (ER) at 3:45pm. The patient was diagnosed with diabetic ketoacidosis and hyperglycemia. As treatment, the patient received 3 bags of saline solution and 15 units of regular insulin via intravenous. The patient underwent blood work to check for dka, and due to severe vomiting, a cat scan of the abdomen and head was conducted during the ER visit. The patient¿s bg was reduced to 350 mg/dl at the time of release that same day at 11:00 pm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of unsure delivering insulin. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".